Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 10 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented with fatigue and shortness of breath. Creatinine was >3 on admission, and the patient also found to be anemic. Gi and ent were consulted. On (B)(6) 2018, the patient had bronch with large bloody mucous plug obstructing the right bronchus intermedius. The following day, bronch was repeated with removal of a large clot from right bronchus with large rul obstruct as the patient had bled from hd line placement. Gastrointestinal bleed was also suspected but no source was ever found. On (B)(6) 2018 hemoglobin dropped significantly and she was transferred back to intensive care unit. Computed tomography revealed a large right axillary hematoma. The patient she was taken to operating room for coiling and ultimately required surgical exploration and evacuation on (B)(6) 2018. The patient transferred back to the floor on (B)(6) 2018 and anticoagulation was restarted but had to be taken back to operating room on (B)(6) 2018 for re-exploration and evacuation of the chest wall hematoma. The decision was made to not restart anticoagulation given her high risk of bleeding. On (B)(6) 2018 the patient the vad team felt the patient was a good candidate for discharge to the rehab center.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event cannot be conclusively determined. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.